Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was report in an article within the journal of interventional cardiac electrophysiology identifying quartet leads with high pacing thresholds. Specific patient information was not revealed. Details are listed in the article, ciconte, giuseppe & calovic, zarko et. Al (2018). Multipoint left ventricular pacing improves response to cardiac resynchronization therapy with and without pressure-volume loop optimization: comparison of the long-term efficacy of two different programming strategies point. Journal of interventional cardiac electrophysiology, 54(2), 141-149. Https://doi.org/10.1007/s10840-018-0480-6.